Event description:
It was reported that the rigid video laparoscope had points in the image. The event occurred during reprocessing. There were no reports of patient involvement

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device was broken, noise occurred, the image was not displayed, and laser light cable contains foreign material. Based on the results of the investigation, it is likely the following led to the malfunction, points in the image were due to charged coupled device being broken. However, a root cause could not be identified for the foreign material in the laser light cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.